Manufacturer narrative:
Approximate age of the device will be provided with the device evaluation results. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2014. At the evening of the (B)(6) 2019, the patient experienced 3 red heart alarms on his controller at home. Low speed alarms were visible in the last 6 alarms of the controller of the patient. The patient came in the hospital the next day. Logfile retrieved and showed pump stops while the patient was supported by the 14v batteries at the time of the speed changes. Since the (B)(6) 2018, the patient remained home with a non grounded patient cable ((B)(4)). The patient will remain in the hospital, and further steps will be discussed. No further information was provided.

Event description:
Additional information: it was reported that the previously reported pump stops were due to wire to wire contact of the conductors. Because of this the patient was put on the high urgent transplant list and remained in the hospital until they underwent a heart transplant on (B)(6) 2019.

Manufacturer narrative:
Approximate age of device ¿ 4 years, 10 months. Manufacturers investigation conclusion: although the reported low speed and pump stop events were confirmed through evaluation of the submitted log file, a specific cause could not be conclusively determined through this evaluation. Low speed and pump stop events were captured on (B)(6) 2019 10:57-10:59pm while the system was connected to the 14v batteries. The events triggered alarms for low speed and low flow hazzard, as well as motor stop. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.